Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.

Event description:
The system displayed a ups workstation failure warning and said turn off and wait 10 seconds before restarting the workstation. The customer is describing a system shut down. There is no report of pt injury associated with this event.